Event description:
After a coronary stenting drug eluting treatment procedure, a pt death occurred. The pt presented with chest pain, blood pressure 200/100mmhg, and was conscious. The pt heart stopped. There was a 5 minute time frame between the heart stopping and the temporary pacemaker being placed. The pt was able to breath on her own. Once the temporary pacemaker was placed the pt's heart beat along with pace maker and the blood pressure was 90/60mmhg with dobutamin, dopamin, noradrenalin, adrenalin. At some point during the event a 2.50x24 mm taxus liberte drug eluting stent was placed in the severely calcified and mildly tortuous proximal left anterior descending (lad) artery. The pt died after the procedure. The documented cause of death is reported as "heart shock can't be recovered" and "serious coronary lesions".